Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that one of the new pcu is showing system error and customer had reached out to bd technical support team, they advised customer to charge it overnight and should fix the error. Customer had charged it over night, still pcu showing the same error. There was no patient involvement.

Event description:
It was reported that one of the new pcu is showing system error and customer had reached out to bd technical support team, they advised customer to charge it overnight and should fix the error. Customer had charged it over night, still pcu showing the same error. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.